Manufacturer narrative:
Concomitant product: product ID: 3093-28, lot# va0jvs0, implanted: (B)(6) 2014, product type: lead. (B)(4).

Event description:
The consumer reported wanting to get the device "back on" as the healthcare providers (hcp) had to 'catheterize her." The device had been turned off as the patient had an unrelated MRI for head and back, and was an inpatient for reasons unrelated to the device therapy. During the call, the patient was able to get stimulation back on and increase settings. Since having the MRI, the symptoms were 'bad." The patient experienced a loss or change of therapy and was not feeling stimulation the same as before the MRI; the patient was frustrated as she was only feeling stimulation on the right side of the bicycle seat area where she usually felt stimulation on both sides. The patient reportedly had stimulation sensation in the wrong location and was "unable to go to the bathroom." Additionally, the patient had 2 strokes within the last 6 weeks. Troubleshooting, diagnostics, actions, and patient outcome remain unknown. The patient was indicated for urinary dysfunction/sacral nerve stimulation and gastrointestinal/pelvic floor.

Manufacturer narrative:
(B)(4).

Event description:
Additional information from the consumer reported that no steps were taken. The patient reportedly had the settings set to where they usually had them, but the patient had changed something, noting that they had this happen before. It was not clear as to what the patient meant.